Manufacturer narrative:
Information contained in this record was previously submitted thru psr. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified underweight, broken shell and others and red particles in the shell. A microscopic analysis was performed which identified: sharp broken edge on the posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is that device has a sharp broken edge on the posterior due to an unidentified (tear) opening. The reason for reoperation was rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.